Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. The customer's blood glucose level displayed as ¿high." Customer addressed high blood glucose with a correction bolus via pump, then resolved occlusion issue by changing infusion set and cartridge and resuming insulin.